Manufacturer narrative:
The products were not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that over the course of the last several months he has noticed additional acrylic lens material being left on the peripheral portion of iols. Additional information was provided by the surgeon that he has seen this issue in the optical peripheral portion of some iols. There are no specific event dates, serial numbers or additional details available. He stated that he uses mainly this particular iol and that it is like a rough edge, like when they cut the lens.